Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received several shocks. Additionally, the right ventricular (rv) lead exhibited loss of capture (loc). A lead revision was performed. The pace/sense portion of the lead was surgically abandoned and another manufacturer's previously abandoned pace/sense lead was connected to the device. Upon connection of this device to another manufacturer's implantable defibrillation lead, shock impedance measurements varied from less than 20 ohms to greater than 120 ohms. It was reported that external equipment was running. After turning off external equipment, impedance measurements stabilized. Subsequent information was received that the patient suffered a hematoma one month later and underwent an evacuation. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and reported for reported normal battery depletion several years later.